Event description:
It was reported that during a normal implantable device replacement procedure, the physician found calcium in the implant pocket. Difficulties were encountered when trying to remove the device and after carefully taking it out, it was noted that the connection ports of the header were also covered in calcium. When the physician disconnected this lead from the device header, the insulation of the is1 portion got damaged. Consequently, the physician capped and abandoned the lead in the patient and implanted a new system on the opposite side from the previous implant. No adverse patient effects were reported. The lead remains implanted, but not in service.

Event description:
It was reported that during a normal implantable device replacement procedure, the physician found calcium in the implant pocket. Difficulties were encountered when trying to remove the device and after carefully taking it out, it was noted that the connection ports of the header were also covered in calcium. When the physician disconnected this lead from the device header, the insulation of the is1 portion got damaged. Consequently, the physician capped and abandoned the lead in the patient, and implanted a new system on the opposite side from the previous implant. No adverse patient effects were reported. The lead remains implanted, but not in service.